Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found; the bending section cover (a-rubber) leak and had a hole/cut, objective lens (ob lens) had peeling cement, switch 1 to 4 (sw1 - sw4) was not working, the bending section electronic continuity (ec) reading was unstable, control body and scope connector had corrosion, light guide (lg) prong/mount was loose, and labeling of radio frequency identification (rfid) was peeling. Additional malfunction evaluation of non-olympus parts are as follows: distal end (d/e) plastic cover (c-cover) had been replaced by a non-olympus c-cover and required replacement, the bending section cover (a-rubber) was removed, the a-rubber glue had been replaced by a non-olympus a-rubber glue and required replacement, light guide lens (lg lens) had been replaced by non-olympus lens and required replacement, insertion tube (I/t) had a hole in boot, and the light guide tube (lg tube) had been replaced by non-olympus tube and required replacement. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the subject device scope had no image code b30 (scope communication error). This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, since fluid invasion was found on the scope connector. It is likely that electronic components, such as printed circuit board in the scope connector, were corroded/malfunctioned, causing the event to occur. However, a definitive root cause could not be determined. In addition, air leak was found at channel and bending section cover. As for cause of the air leak, it is likely that channel was damaged by forcible passage and/or handling of endo therapy accessories, or that the bending section was touched by some sharp object. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.